Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user uses ivory soap; karaya powder and a 3m no-sting barrier to cleanse skin. End-user was instructed to resize barrier to match size and shape of stoma and try an eakin cohesive seal. End-user was also instructed to treat the affected site with stomahesive powder and sensi-care no-sting barrier. Lastly, end-user was instructed to consult healthcare provider if no improvement. Samples of the sur-fit natura durahesive moldable convex skin barrier with mold-to-fit opening; eakin cohesive seals; stomahesive powder and sensicare no sting will be sent to end-user. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Info reported as follows: end-user reports open red raw skin the size of a silver dollar encircling stoma. It is reported that the stoma is 19mm, and the opening in the barrier is larger than the stoma.

Manufacturer narrative:
Additional: previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2015. The product associated with lot#3e00328 was manufactured according to specification. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).